Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the trigger was jammed and the front panel corroded due to lack of care and maintenance. The device repaired and returned to the customer (B)(4) 2013. Placeholder.

Event description:
Device was returned for service for an unknown reason. During the service the technician found that the trigger had jammed and the front panel had corroded. This is report 1 of 1 for event # (B)(4).